Event description:
Litigation papers alleged: discomfort, aching, popping and instability. Patient walks in a lopsided manner and has difficulty getting in and out of their truck. Patient has been found to have elevated cobalt and chromium ions levels. Doi: (B)(6) 2008 left hip. Dor: none reported.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers alleged: discomfort, aching, popping and instability. Patient walks in a lopsided manner and has difficulty getting in and out of their truck. Patient has been found to have elevated cobalt and chromium ions levels. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain and instability. Patient also complained of clunking and clicking. During surgery it was noted that there was a good amount of metallosis in the capsule and surrounding tissues.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.